Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, while the customer was dressing the robot sp, it was discovered that one of the white wheels arm drapes had come loose and was loose inside the dress; so, there was a hole out of the plastic tray into the air. They dressed the robot again and picked up a new one that looked like it should. No known impact or patient consequence was reported.